Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was cardiac arrest. The customer was on life support for three to four days. The customer had kidney failure, heart disease, stroke, and (B)(6). The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; the device was disconnected five days prior to death. The caller stated that the customer's blood glucose was 700 mg/dl at the time when the insulin pump was removed. The customer was placed on intravenous trips in the hospital. The caller stated that they no longer have the insulin pump; it was removed by the hospital staff.